Event description:
It was reported the patient went to the emergency department due to a suspected shock. The remote transmission found the left ventricular lead had impedance and high thresholds with a subthreshold safety margin. The lead alert was tripped. Follow-up was conducted to obtain information on the patient's lead, but the attempts were unsuccessful. Records indicate the device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.